Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega suturecut needle driver to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the issue. Additionally, the instrument was installed on an in-house system and driven. The instrument exhibited unintuitive motion. The motion exhibited by the instrument was precise and proportional to what was commanded by the master tool manipulators (mtms), however the grip tips moved in the opposite direction. This behavior was observed in the pitch and roll directions and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wrist of the mega suture cut needle driver instrument did not rotate. The procedure was completed with no reported injury.